Event description:
A pre-mounted coronary stent was removed from the delivery system and remounted on an alternative balloon catheter. During an attempt to advance the coronary to the target lesion site in the pt's right coronary artery, the stent embolized to the region of the aortic valve. The pt was sent for emergent coronary artery bypass graft surgery. The stent was not recovered during surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.